Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that two ophthalmic operating systems rebooted for video overlay issue and displayed advisory foot controller charging in right cradle unavailable and after reboot foot controller showed amber battery icon. During priming with hybrid phaco tip, multiple advisories were displayed for which the sleeve was adjusted and also irrigation vent valve error showed for which the cassette was changed, passed the prime for the first try. It was also reported that fluidics management system (fms) vac leak advisories were displayed, handpiece (hps) connector not fully inserted and during cataract surgery advisory high intraocular pressure (iop) was displayed three to four times and other advisory displayed twice. The surgeries were completed on the same day. The patient impact was not reported. Additional information has been requested and none received till date.

Manufacturer narrative:
Correction information was provided in sections b2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (high intraocular pressure (iop) advisory) is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 2028159-2024-01264. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.